Manufacturer narrative:
This failure mode remains under investigation. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 activation toggle was very difficult to engage. The same device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.